Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 224, which was not reproduced. System error 224 was confirmed through a review of the event history log. Evaluation was unable to determine the cause and therefore, no correction to repair this device was required.

Event description:
It was reported that a spectrum pump displayed system error 224. Any patient involvement, injury or medical intervention is unknown.